Manufacturer narrative:
The pump was received with an intermittent up button response due to the corroded keypad trace. There was no ramping numbers on their own or scrolling bar moving anomaly noted. The pump was received with a minor scratched display window, a cracked case at display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was trying to bolus and she went to enter her grams and the pump numbers kept ramping up to 200 mg/dl. Customer's blood glucose was 76 mg/dl at the time of the incident. Customer stated that none of the buttons work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was explained that the pump is not waterproof and not to expose the pump to the skin since sweat can cause damage to the pump.